Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2011 in (B)(6). Endoscopy completed (B)(6) 2015 due to substernal pain felt approximately (B)(6) 2015. Revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Endoscopic removal of 2 beads visible in esophageal lumen was conducted on (B)(6) 2015. Loop cutter used to cut wires connecting beads of intact linx device to allow for removal. Remaining device planned to be removed laparoscopically at a later date. Patient condition reported as well following the explant procedure.

Manufacturer narrative:
Manufacturer narrative based on data obtained (B)(6) 2016: the remainder of the linx device was removed in an uneventful laparoscopic procedure (B)(6) 2016. Ten of the twelve original beads were removed on this date as two beads were originally removed (B)(6) 2015.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2011 in (B)(6). Endoscopy completed (B)(6) 2015 due to substernal pain felt approximately (B)(6) 2015 revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Endoscopic removal of 2 beads visible in esophageal lumen was conducted on (B)(6) 2015. Loop cutter used to cut wires connecting beads of intact linx device to allow for removal. Remaining device planned to be removed laparoscopically at a later date. Patient condition reported as well following the explant procedure.

Manufacturer narrative:
Manufacturer narrative based on data obtained 01/13/2016: the remainder of the linx device was removed in an uneventful laparoscopic procedure (B)(6) 2016. Ten of the twelve original beads were removed on this date as two beads were originally removed (B)(6) 2015. Follow up report 2: (B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2011 in (B)(6). Endoscopy completed (B)(6) 2015 due to substernal pain felt approximately (B)(6) 2015 revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was intact. Endoscopic removal of 2 beads visible in esophageal lumen was conducted on (B)(6) 2015. Loop cutter used to cut wires connecting beads of intact linx device to allow for removal. Remaining device planned to be removed laparoscopically at a later date. Patient condition reported as well following the explant procedure.